Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt diaphragmatic stimulation upon bending or laying in bed. The right ventricular (rv) lead was determined to be the cause. The lead was reprogrammed. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient could feel "pounding/thumping" under her left breast when rv pacing was capturing the rv. The physician lowered the rv lead output to sub-threshold which results in left ventricular (lv) lead only pacing, however, the patient could still feel the "pounding." The patient had the same symptoms starting a few months ago so the rv outputs were programmed to minimums to stop capturing the rv. The patient did not feel any symptoms for several weeks, but then the symptoms returned. The rv lead remains in use.